Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed over temperature on screen. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional contact details: event site information: (B)(6). A getinge field service engineer (fse) evaluated the unit found it can boot-up properly and running operation simulation ok. Machine with ac main and full battery, fan casing is moving but not feel has air flow when hand in front of fan. Fse replaced chassis fan and test working ok. Functional test ok and ready for use.